Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured july 07, 2023 to july 11, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which showed fluid inside a red bag that contains the device suggesting a leak may have occurred inside the red bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. This was found during the process of checking and labelling. The device contained 9000mg piperacillin/tazobactam in 230ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.